Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. It was noted that the device is not available for evaluation. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident hemispherical solid back shell; cat#500-11-48d; lot#58865701,   exeter 2.5 I m plug 10mm; cat#9390110; lot#l7986, alumina v40-femoral head 28mm, +4mm nk; cat#6565-0-228; lot#55185204, exeter v40 stem 35.5mm; cat#0580-1-351; lot#g7114858. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The customer reported that the patient who had been implanted with stryker devices developed an infection.